Manufacturer narrative:
Review of the x-rays by an independent third party reviewer, indicates that it appears that too much bone was removed from the posterior inferior end-plate of c5. The end-plates after decompression were not parallel secondary to bone removal/anatomy of inferior end-plate of c5. The root cause is determined to be related to patient anatomy.

Event description:
Reference importer report (B)(4).